Manufacturer narrative:
(B)(4). Analysis of the catheter revealed that the collet of the pin connector was not fully locked into place. One of the collets was correctly in position, while the other collet was not. No anomalies were seen with the collets, detents, or any other part of the assembly except for melting that may have occurred during explant.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 1.5 mg/ml at a dose rate of 0.45 mg per day and bupivacaine with concentration 5 mg/ml at an unknown dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient experienced increased pain. A dye study was attempted on (B)(6) 2016; however they were unable to aspirate the catheter. Regarding diagnostic testing/troubleshooting performed, it was noted that computerized tomography (CT) and magnetic resonance imaging (MRI) scans were performed by a physician and all components of pump were in place and intact per physician. The issue was unresolved at the time of the initial report and the patient was without injury at the time of the report ((B)(6) 2016). Catheter exploration was scheduled for (B)(6) 2016. On (B)(6) 2016, it was further reported that the patient was taken to surgery on (B)(6) 2016. The catheter was still unable to be aspirated. The catheter was disconnected at the connector pin and the spinal portion of catheter was aspirated and a dye study was successful with this portion of catheter. The physician replaced the pump portion of the catheter on (B)(6) 2015. The explanted portion of catheter was sent back to the manufacturer for analysis. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.